Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Based on customer account of the event. Result: no conclusion can be derived because of lack of customer response to return the device and other relevant info.